Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have very short battery longevity. Customer reported to change batteries every two days. During troubleshooting, alarm history showed battery out alarm, weak battery, and unexpected restart alarm. Customer was advised to monitor insulin pump and that battery cap would be replaced.